Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) battery reached premature battery depletion due to high and unstable thresholds on the right atrial (ra) lead and the right ventricular (rv) lead. The ipg, ra lead, and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.